Manufacturer narrative:
This report is submitted on 19 nov 2020.

Event description:
Per the clinic, the patient was hospitalized due to inner ear infection which was subsequently treated with the administration of a steroid.